Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. An external visual inspection of the returned cycler showed no sign of physical damage. A post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed values were within the tolerances. During the investigation a dark screen was countered. The inverter board was visually inspected and detected burnt t1 transformer. The valve actuation test and system air leak test and passed. The inverter board functional check failed, and the t1 transformer was replaced. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A pd patient contact had reported receiving cycler alarms and requested for a replacement cycler. During investigation of the dialysis cycler it was discovered the inverter board was visually inspected and detected a burnt t1 transformer. The burnt component was unrelated to the patient contact's reported alarm issue.